Manufacturer narrative:
Corrected information h10: the device was received for evaluation. A service history review revealed the device had been serviced within the last 12 months. The current reported problem does not appear as a repeat symptom within the past 12 months. Review of the prior service record indicates that all service actions were completed during the prior return. The device was found out of specification in relation to the customer reported blank screen which was reproduced. The reported condition was verified. The cause was determined during a visual inspection to be a corroded input/output board and liquid crystal display which were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.